Event description:
When stabilizer (complaint product) was taken out of the package, the distal part of the device was noticed to be deformed already. Specific detail of deformation was not known. Another new product (details unk) was opened. Thrombus at the left renal artery was aspirated by thrombuster (B)(4) and the procedure was completed successfully. The complaint product was not clinically used. There will be a product return.

Manufacturer narrative:
The complaint received states that wire was unraveled/stretched prior to use. When the stabilizer wire (complaint product) was taken out of the package, the distal part of the device was noticeably deformed already. Specific detail of deformation was not known. Another new product (details unk) was opened. Thrombus at the left renal artery was aspirated by thrombuster (B)(6) and the procedure was completed successfully. The complaint product was not clinically used. There was no report of injury for the patient. One non sterile stabilizer plus was received in a plastic bag. It was observed that a 3mm section of the coil wire was unraveled at 2.3cm from tip. The coil presented two bends in a 2.3cm section. The unit was inspected under microscope and the unraveling condition was confirmed. Lake region lot number 01428878 is cordis lot number 71110510. Per lake region report (B)(6) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428878. This packaging lot contained 155 units, which were shipped from lake region medical on (B)(6), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: distal tip-unraveled/stretched-prior to use was confirmed due to the received condition of the product. The root cause of this failure cannot be conclusively determined; however, this failure does not appear to be related to the manufacturing process. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. The complaint reported by the customer as: distal tip-unraveled/stretched-prior to use was confirmed due to the received condition of the product. The root cause of this failure cannot be conclusively determined; however, this failure does not appear to be related to the manufacturing process. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.